Event description:
It was reported that patient liaison spoke with this patient regarding difficulty he is having with his 700 cx device. He states that he is very familiar with the device because this is his second one. He states that the bulb is hard as a rock and that he ca not depress it. She discussed trouble shooting techniques with him to include burping and anti stiction. He will attempt these maneuvers and will contact patient liaison if he has further questions.